Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
It was reported that during an arthroscopic labral instability repair using bioraptor,crv 2.3 pk sa ub cobrd blue the device suture broke. The anchor did not break. The suture connected to the anchor broke during knot tying. A back up device was not used as the suture broke far enough from the anchor making it possible to tie the knot. The torn piece of suture was removed with arthroscopic graspers. There was a procedural delay of a couple of minutes with no patient injury or surgical complication. Nothing will be returned for analysis.